Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were s upposed to be having an MRI right now, but they couldn't get their controller to connect to their implanted neurostimulator to shut off their stimulator. Patient said they kept getting no device found. Patient mentioned that they had turned their stimulation off once already, but then turned it back on before they left the house. Patient did not have recharger with them at the time of the call to troubleshoot. Patient asked if there was an emergency way to shut their stimulation down; agent reviewed there was not. Patinet stated the implant was charged to 70%, and that they could never use the controller wirelessly. Agent attempted to asked patient for further clarification and troubleshooting, but patient was escalated and swearing, and then disconnected the call.